Event description:
The manufacturer received information alleging a trilogy o2 ventilator experienced an error involving the active exhalation valve. There was no harm or injury reported. It was reported that the issue occurred while using the active circuit. Water and blockage were reportedly checked, but no specific abnormalities were found. The exhalation valve could not be controlled and was stuck open. It was reported that the issue was reproduced when tested at the facility. The device has not yet been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
The trilogy evo o2 ventilator was returned to the manufacturer's service center for evaluation of the alleged active exhalation valve alarm. During the operational check, the active exhalation valve error alarm was not duplicated. The error log recorded an error code e-133 indicating that the active exhalation valve did not open and remained closed. It has been determined that a temporary malfunction occurred in the active exhalation valve, so the proportional valve and the 3-way solenoid valve were replaced as a preventive measure. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: the air inlet foam filter and particulate filter were replaced to prevent failure.